Manufacturer narrative:
Additional information received from hospital medical records clarified that the 1st valve was not implanted, the case was aborted. Per records, the patient was brought into the or for their tavr procedure. Right transaxillary access was obtained and a wire inserted into the vessel. Given the degree of disease in the right axillary artery and difficulty crossing the wire into the ascending aorta, attempts at tavr valve deployment were aborted. The vessel was closed with 2 perclose devices, though hemostasis was inadequate and a gore viahahn stent was placed. Hemostasis was achieved. The records indicated the patient was to return at a later date for a repeat tavr attempt and would require a femoral endarterectomy. Post op information did not list any edwards thv device related complications. The patient did not receive an edwards transcatheter valve in february, no viv was performed. The patient only has 1 valve implanted. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 4 months post transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve , a valve in valve (viv) procedure was performed. The reason for the viv is unknown at this time.